Event description:
It was reported that this pacemaker exhibited a 20 second pause when the patient had a seizure. The device was showing less than 3 months of longevity remaining. Technical services (ts) recommended device replacement, and the pacemaker was reprogrammed to prevent entering safety mode. Subsequently, this device was explanted and replaced. This pacemaker has not been received for investigation. No additional adverse patient effects were reported.